Manufacturer narrative:
The impella cp optical was received from the customer and an investigation of device is underway. Upon completion, a supplemental MDR will be filed.

Event description:
The complainant reported a patient presenting with acute myocardial infarction and cardiogenic shock. The impella cp optical was selected for hemodynamic support and inserted without issue. During support, the patient developed red urine, thus, hemolysis was suspected. Device repositioning was attempted, however, the hemolysis could not be resolved. As treatment, the device was prematurely removed and support was continued with an intra-aortic balloon pump.

Manufacturer narrative:
The device was returned and an investigation was conducted. No defects or biomaterial that could have caused or contributed to the suspected hemolysis was found. Data logs found positioning issues had occurred early in the case. We believe the root cause of the suspected hemolysis was improper positioning.